Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is turning on with a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.